Manufacturer narrative:
The device was not evaluated by the manufacturer because it was not returned to the manufacturer. The customer reported they are using tissues to disinfect that contain benzalkonium. Benzalkonium is known to interfere with sodium measurements as stated in the rp 500 operator's guide.

Event description:
The customer reported that the sodium results measured on the siemens rp 500 analyzer were lower than those measured in the lab on a non siemens analyzer. There was no reported injury to the patients associated with this issue.